Event description:
Intense pain [pain], arthritis [arthritis], joint swelling [joint swelling], joint fluid 40 cc aspired [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, (B)(6), with gonarthrosis. The medical history of the pt was significant for previous medical device implantation with artz. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, weekly. On (B)(6) 2012, the pt received third injection into left knee. The synvisc lot number was not provided. It was reported by physician that pt had no problem at the first and second injection respectively, but the event developed after the third injection. On (B)(6) 2012, it was reported that arthritis developed with intense pain. On (B)(6) 2012, the pt visited the hosp with joint swelling. The same day 40 cc of joint fluid as aspirated and culture was negative. On (B)(6) 2012, the pt visited the hosp to start steroid therapy. The action taken with synvisc treatment was not provided. The events of intense pain, arthritis, joint swelling and joint effusion recovered on (B)(6) 2012. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite while the relationship between synvisc and event of intense pain, joint swelling, joint effusion was not provided.

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results was received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship is not affected by this report.